Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced high blood glucose levels and that the reservoir compartment had an anomaly. The blood glucose reading was 436 mg/dl. The customer's family or friend stated that the reservoir appeared to have something in it, but he was unsure what it was. He reported seeing air bubbles in the reservoir. He stated that the reservoir looks like it had a square area appearing to be 12 little specks. He was unsure whether these were air bubbles. He noted that the air bubbles moved. He was advised that the reservoir be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.